Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. A 10mmx4.00mm flextome cutting balloon was used to dilate the target lesion. The pressure applied on the first inflation was at 4 atm and at 6 atm on the second inflation. During the third inflation, the balloon ruptured at 6atm for 45 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The unit was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 6mm distal from the distal end of the proximal markerband. A visual and tactile examination found that the hypotube was kinked at multiple locations. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No other issues were found during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. A 10mmx4.00mm flextome¿ cutting balloon¿ was used to dilate the target lesion. The pressure applied on the first inflation was at 4 atm and at 6 atm on the second inflation. During the third inflation, the balloon ruptured at 6atm for 45 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.